Event description:
It was initially reported on (B)(6) 2012 that the patient programmer had not worked for over a year, however, the patient was not interested in troubleshooting the device at the time. Two months later, it was reported that the patient could not get an epidural injection by pain management with the device in place. It was noted the device had "not functioned for months," however, the patient declined further reprogramming. The patient had the implantable neurostimulator (ins) and lead explanted. No symptoms or problems reported. Symptoms associated with the event were reported as "no improvement in the ui." It was noted the patient didn't require hospitalization due to the event, and patient outcome was reported as recovered without sequelae. Approximately two months later, it was reported,the device was removed to allow for spinal injections, and nothing was wrong with the device. It was also reported, the patient's spinal problems were due to severe arthritis, and were not believed to be device related.

Manufacturer narrative:
Product ID, 3889-33 lot# v142634, implanted: 2008 (B)(6), explanted: 2012 (B)(6), product type lead; product ID, 3037 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer. (B)(4).